Event description:
A malfunction alarm occurred, identified by the code malf 12, but no notable events were reported prior to it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after resetting. The customer continued using the pump and was advised to contact technical support if the issue recurred.